Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. No troubleshooting was performed. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test, off no power, pump passed displacement test, operating currents, self test, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during testing. However, unit received with full segment display problem isolated to the lcd board. No cosmetic damage noted. Error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during testing. However, unit received with full segment display problem isolated to the lcd board. No cosmetic damage noted.